Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient developed redness, inflammation, and a pimple (bump) at the needle puncture site. On (B)(6) 2025, the redness and swelling progressed and grew to the size of a marble which prompted him to go to an urgent care clinic to have the site checked. He was prescribed an oral antibiotic medication (doxycycline 100 mg, twice a day). At the time of the report no photo was provided, and the symptoms had already subsided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.